Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise seen in multiple at episodes. Underlying atrial deflections seemed to line up with vs events indicating maybe the lead has moved. Evaluation of lead further was recommended. Should additional information be received this file will be updated.